Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. One device was returned for analysis. Visual inspection noted the dissector balloon had a hole at the distal end. Functional evaluation noted the trocar balloon inflated and deflated without issue. The dissector balloon could not be tested due to the damage it was received with. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The reported condition was confirmed. The analysis noted evidence that the device was not used as intended. Replication of the hole in the balloon may occur when contact is made with a sharp surgical instrument during clinical application. As per instructions for use, caution: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the balloon broke. There was no patient involvement.